Manufacturer narrative:
The device history records (dhrs) were reviewed, and all statistical process control (spc) data were found to be within specification (see attached data). While torque values exceeding 20 in-lbs are higher than typically required for bone penetration, such values have occasionally been observed in cases involving unusually dense bone. In this incident, the root cause was determined to be patient-specific anatomy, specifically, osteosclerotic (hardened) marrow. Clinical judgment is essential in these situations, and the user is advised to discontinue the procedure if excessive resistance is encountered. Requirement torque (in-lbs) tensile (lbf). Spec: spec - 10 in-lbs. Spec - 25 lbf. Historical lower control limit. 19.7 in-lbs. 215 lbf. 21.3 477.5. 21.5 475.0. 22.1 481.5. 22.3 476.5. 22.7 483.5. 22.0 483.5. 22.0 475.5. 21.7 486.0. 23.1 477.5. 22.9 481.0. 23.4 476.0. 23.5 490.0. 23.1 491.0. 23.2 470.5. 22.1 481.0. 23.0 469.5. 22.7 480.0. 23.6 456.5. 23.2 491.5. 22.7 476.0. 24.5 477.5. 23.5 468.5. 25.0 492.0. 22.9 482.5. Average 22.8 479.2. Stdev .9 8.2. Lcl 20.2 454.6.

Event description:
This patient has osteosclerotic marrow. The needle was able to penetrate into the marrow with the stylus in place. The patient was a dry tap and the provider then attempted to obtain a core biopsy. When the provider applied pressure to the needle to advance it, the interior sheath of the needle separated from the exterior portion of the sheath. The exterior sheath was then entrapped in the patient's iliac crest. Initial attempts at trying to grasp and remove the exterior sheath resulted in the sheath crimping and ultimately breaking off - ergo the 2 pieces. We had to contact an orthopedic surgeon to help remove the remaining piece. He used a second stylus with a mallet to enlarge the hole that the sheath was entrapped in to finally free it - evidence of the stylus intersecting with the sheath is visible on one side of the entrapped piece.